Event description:
It was reported that following a saphenous vein harvesting procedure a pt's leg wounds became septic. The surgeon was unsure if any of origin's products actually caused the infection. The pt's hospital stay was prolonged for monitoring purposes. The pt was last reported in critical condition and remains hospitalized. The hosp is conducting a closed investigation of the event and is testing the excised tissue, all equipment, tools, sterilization methods, etc. For possible sources of contamination in addition to origin products. Original units were disposed of by the hosp staff. Eight unused samples were returned for evaluation, in addition the sales rep has returned 16 unused kits for evaluation.